Event description:
Baxter reported, "a transfer set came off from the ti-adaptor." The date of how long the set was in place is unk. There was no pt injury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
A sample has been requested for evaluation.